Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address:(B)(6). The actual device was not available for evaluation. The customer reported that the drain bags leaked after 27.5 and 18 hours of use. All accessories provided within the set, including the drain bag, are single use products and must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Previous nonconformance and preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bags of two (2) prismaflex m150 sets during continuous renal replacement therapy in the intensive care unit. The leakage occurred at 27.5 hours and 18 hours respectively, after starting treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.